Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a lap assisted distal gastrectomy procedure, the clip was not fed into the jaw and fell out of the jaw from the second firing. Although the clip fell inside of the patient's body, the fallen clips were retrieved by forceps. The event occurred several times. Another device was used to complete the case. There were no adverse consequences to the patient.